Manufacturer narrative:
(B)(4). Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: (B)(6) 2007, it was reported that a patient underwent an open l3-4 posterior fusion utilizing stainless steel mas rods, setscrews, and autograft bone. No interbody device was implanted. Approximately 6 months post-op, patient complains of increased back pain. Lateral films reportedly revealed a setscrew floating above the rod in between the pedicle screws. No revision surgery has been scheduled at this time. No other patient complications were reported.